Event description:
It was reported a pump memory error occurred and the telemetry report confirmed a pump memory alarm was occurring. It was also reported a low battery alarm message was never received. The low reservoir alarm message appeared, but the healthcare provider (hcp) pulled out all 18 milliliters (ml) from the last refill. It was noted the pump was programmed to stopped pump. Upon interrogation it stated that the pump had been shut off for 1998 hours (~83 days). It was noted the patient was scheduled for refills every 90 days and (B)(6) 2013 was the last refill. It was also reported that on the date of this report the hcp got the full 18 ml back, which indicated that nothing was delivered from the last refill until today. It was reported withdrawal did not occur and there were no medical issues associated with the lack of drug delivery. It was noted the patient was vented and ¿trached¿ and they do not plan to replace the pump as the patient was too high risk medically. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10972r20, implanted: (B)(6) 2002, product type catheter. (B)(4).